Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore¿ tag¿ thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore¿ tag¿ thoracic endoprosthesis may include but are not limited to dissection and reoperation.

Event description:
On (B)(6), 2015, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore¿ tag¿ thoracic endoprosthesis. On (B)(6), 2021, a type b aortic dissection with the entry near the distal edge of the device was observed on the CT imaging. A re-intervention placing an additional stent graft and an extending the distal side treatment site was performed. The patient tolerated the procedure.